Event description:
The customer returned the device for the issue of irregular flow of air/water through the device as observed during reprocessing. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that there was clogging of the nozzle due to an unknown foreign material. This medwatch is being submitted for foreign material found in the nozzle during device evaluation.

Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that there was clogging of the nozzle due to an unknown foreign material. Other observations for the device are that the key top of switch 1 (sw 1) was damaged and the angle wires were insufficient. The user¿s complaint of irregular flow of air/water was not duplicated. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 02-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation the root cause is unable to be determined however, the likely cause the nozzle was clogged by foreign material such as gauze, material originated from peripheral equipment, body fluid, adhered chemical, and so on due to improper reprocessing after previous procedure. The event can be detected/prevented by following the instructions for use which state: operation manual_ preparation and inspection. Inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual_ inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function. User can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. Reprocessing manual_ precleaning the endoscope and accessories: flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories_ clean the external surface. Immerse the endoscope in the detergent solution. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Flushing detergent solution into the air/water channel. Presoaking the endoscope: if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before annually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. Follow the procedure described below. Olympus will continue to monitor field performance for this device.